Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: clip in jaw, ab-yes; damaged jaws, ab-no; damaged feed bar, ab-no; damaged floor, ab-no; damaged handle shrouds, ab-no; damaged tip shrouds, ab-no; damaged trigger, ab-no; damaged tube, ab-no and damaged weld seams, ab-no. Functional tests & results: antibackup functional, ab-yes; firing: feed conform, ab-yes; firing: form conform, ab-yes; jaws: hold clip, ab-yes; jaws: inside width at tips, ab-.174; lockout functional, ab-yes and number of clips fed and formed, a-1 b-8. Analysis conclusion: based on the info reeived and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were two instruments received. Both instruments were received in good condition. Both instruments fired and formed the remaining clips as designed. There were no anomallies noted with the formation of the clips. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported the er320 was used during an unknown procedure. It was reported the device does not close the clips. This happened with two devices. There was no consequence to the pt.